Event description:
The reporter indicated that the lead impedance has declined from 700 ohms to 286 ohms since the last follow-up. Sensing had declined from >7 mv to < 6mv. Capture thresholds have gone from 2.7v at 0.24 ms to 2.7v at 0.34ms. The pt is not pacemaker dependent. The reporter stated that they are considering explanting the lead due to the declining impedance.